Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with possible multiple events. There are no additional details regarding the additional events. Additional information was requested and the following was obtained: what is the specific number of devices (total qty involved) that failed during this procedure? Physician doesn`t remember specific number of sutures. Status of product return. Will be return.

Event description:
It was reported that the patient underwent a liver transplantation procedure on (B)(6) 2020 and suture was used. The suture disconnected during vascular anastomosis. To procedure completed physician used another one product the same type but different lot number. No consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/30/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot phb717, and no non-conformances were identified. Additional h3 investigation summary: unopened samples of product code w8761, lot #phb717 were returned for analysis. The complaint sample was not received. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements.